Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, was blocked and running rough. It was further observed that the housing was broken and worn out and the cables were defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal device wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that immediately prior to use, during an unspecified surgical procedure, it was observed that the electric pen drive device was completely without any function. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.